Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov5048001 were reviewed and it was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Based on the retention sample test results, the customer's complaint could not be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Invalid results. The user reported that the cassettes produced a test (t) line but did not produce a control (c) line.

Event description:
Invalid result(s). Invalid results. The user reported that the cassettes produced a test (t) line but did not produce a control (c) line.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.